Event description:
A customer reported an altitude alarm issue with their insulin pump, which repeatedly led to the suspension of insulin delivery. There was no adverse impact on the customer's blood glucose level, confirmed to be below 500 mg/dl. Despite following suggested remedial steps, such as cleaning the pump and reloading a new cartridge, the altitude alarm persisted, prompting technical support to decide on a pump replacement due to reported housing damage. No further actions were deemed necessary after this decision.